Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesions were located at the left anterior descending (lad) artery and left circumflex artery (lcx). The 185cm pt² guide wire was advance into the lcx then balloon catheters were inserted into the lad and lcx. Kissing balloon technique was performed. While attempting to remove the balloon catheter from the lcx, the 185cm pt² guide wire was also withdrawn. The guide wire was then re-advanced towards the distal site without any resistance however, the distal tip was detached. A stent was deployed in order to press down the detached tip. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. One section of the wire was received, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device presents distal tip detached. All the outer diameter (od) taken were compared and all of them are according specifications. The returned device was sent for external analysis to determine the fracture failure mode. The lab returned the following result: the sample presented evidence of tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesions were located at the left anterior descending (lad) artery and left circumflex artery (lcx). The 185cm pt² guide wire was advance into the lcx then balloon catheters were inserted into the lad and lcx. Kissing balloon technique was performed. While attempting to remove the balloon catheter from the lcx, the 185cm pt² guide wire was also withdrawn. The guide wire was then re-advanced towards the distal site without any resistance however, the distal tip was detached. A stent was deployed in order to press down the detached tip. No patient complications were reported and the patient's status was good.